Manufacturer narrative:
The technician found the brake caster wheel is worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster wheel to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake caster wheel will roll when the brake pedal is set in brake mode. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).